Event description:
It was reported that following a procedure, it was discovered that the insulation was cracking on the device (elevator 1352402 stimulus dissection). There was no patient impact. The device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.